Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The plunger was removed with force. It should be noted that the electronic proglide instructions for use states: using your thumb as a fulcrum on the handle, gently disengage the needles by pulling the plunger assembly back and completely remove the plunger and needles from the body of the device. In this case, the reported hard pull to remove the plunger likely contributed to the suture break. The reported suture break appears to be related to user error. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after an intracranial aneurysm embolization procedure using an 8f sheath. Reportedly, a suture break occurred when the plunger of the proglide device was removed. The plunger was pulled too hard, causing the suture to break. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017- improper or incorrect procedure or method clarifier excessive force was added to capture the user pulling to hard when the plunger was removed, causing the suture to break.